Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: medical device safety, pq&s. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device has not been returned for evaluation. The investigation is ongoing, and a follow-up report will be provided upon completion.

Event description:
The user facility reported that the tr band was in place and bleeding occurred once on day shift and once on evening with a formation of a hematoma. Only one ml had been being let out each fifteen minutes post. The tr band had to be reinflated both times. The procedure type was an arterial compression post cardiac angiogram. Additional information was received 12mar2025: an angiogram was performed prior to using the tr band.